Event description:
Per the clinic, the patient experienced 10 open circuits with the device. Troubleshooting at the clinic did not resolve the issue. Explant is planned, however, this has not occurred as of the date of this report.